Event description:
The patient underwent a d&e for elective pregnancy termination which was complicated by a posterior uterine perforation with concern for bowel injury (this was immediately recognized resulting in the recommendation for conversion to x-lap). Patient was being position from lithotomy to supine when the operating room table collapsed and hips hyperextended. Operating room table was switched. X-ray performed no hip fracture. During the conversion from a vaginal procedure to x-lap, the operating room table suddenly collapsed into reverse trendelenburg. No hip fracture or dislocation noted on x-ray. Post-operatively, the patient developed would cellulitis and was treated with keflex for 10 days. This case was reviewed with the anesthesiologist. The operating room table was initially placed with the 'foot' of the table down. Then the patient was placed in trendelenburg position. The surgeons subsequently asked that the table be returned to the flat position. The anesthesiologist pressed the appropriate button "level", initially the appropriate response began with the foot of the table rising. Then suddenly a loud metallic cracking noise was heard and the table suddenly jerked to a reverse trendelenburg position. The anesthesiologist as the 'operator' of the table has only one button to press. There is no operator error.

Event description:
The patient underwent a d&e for elective pregnancy termination which was complicated by a posterior uterine perforation with concern for bowel injury (this was immediately recognized resulting in the recommendation for conversion to x-lap). Patient was being position from lithotomy to supine when the operating room table collapsed and hips hyperextended. Operating room table was switched. X-ray performed no hip fracture. During the conversion from a vaginal procedure to x-lap, the operating room table suddenly collapsed into reverse trendelenburg. No hip fracture or dislocation noted on x-ray. Post-operatively, the patient developed would cellulitis and was treated with keflex for 10 days. This case was reviewed with the anesthesiologist. The operating room table was initially placed with the 'foot' of the table down. Then the patient was placed in trendelenburg position. The surgeons subsequently asked that the table be returned to the flat position. The anesthesiologist pressed the appropriate button "level", initially the appropriate response began with the foot of the table rising. Then suddenly a loud metallic cracking noise was heard and the table suddenly jerked to a reverse trendelenburg position. The anesthesiologist as the 'operator' of the table has only one button to press. There is no operator error.